Event description:
It was reported that there was a design flaw with the leg bags that affected the anti-reflux flutter valve. The tubing that goes to the hard plastic tube inside the bag where the reflux valve connects would stick together. User stated that the strap on top of the bag could cause distortion or become crimped sometimes. Patient had to twist the elastic strap around the top of the tubing to delay crimping and stated this portion of the bag did not stay flat and crimping interrupted the flap valve. Customer suggested extending tube with flare so that flutter valve could be inside and prevent crimping that stopped the valve from working. Inquirer discussed positioning in detail. Customer had tried positioning at the front on the shin, but the bag did not stay in place there and would need to be taped. Discussed valve design, it was literally, the clear rectangle portion coming off bag connector piece. Per additional information via form with sample returned on 08feb2022, customer had experienced malfunctioning of the bag due to faulty operation of the flapper valve used to prevent reflux into the connecting tube. Customer stated that on too frequent occasion the urine did not flow into the bag and backs up into the connecting tube and depending on volume, into the condom catheter which if repetitive will tend to loosen the condom catheter. Customer¿s conclusion was that the flap valve at the end of the plastic tube connector did not and could not function continuously. The leg bag became folded or kinked when the upper part of the bag started to wrinkle. It seemed this might occur with collapse or vertical shortening of the bag, possibly due to loosening of the straps, particularly before the bag becomes half full of urine which caused enough stretch of the bag. Distortion of the flap valve caused by wrinkling of the top of the bag caused by improper placement of the straps that may pull the edges of the bag together and wrinkle the valve flaps. Customer attempted to demonstrate the characteristic by photograph number 1, 2 and replicated the effect manually by having a urine bag with a small fold at the level of the valve, attaching the final to the top of the connecting tube where the connection to the condom catheter would be and pouring enough water to equal the hydrostatic pressure of the column of urine acting on the valve. The flow was impeded and by reducing the fold the flow of water was unobstructed. The photograph number three demonstrates the alteration in the bag. Customer inflated the bag and then made a small slit at the level of the flapper valve to enable cutting off the plastic lips of the valve near the base of its connection to the plastic tube. This destroyed the valve action and of course its anti-reflux function. Customer compensated for this problem by maintaining adequate posture for the legs. Customer¿s experience suggests that a modification of a valve device would be useful. For instance, the same type of flapper valve could be used for enclosed in a more rigid outer shell such as an extension of the connector tube into the bag. The valve would not then be subject to dysfunction from missed shape of the bag.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), dispoz-a-bag. Visual inspection of the sample noted flushed tubing with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and noted the solution was able to flow into the bag and drain as intended. No sticking of the tubing noted. The outlet valve was able to open and close with no issues. This is within specification. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as the reported event is unconfirmed. Corrections: d, g, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a design flaw with the leg bags that affected the anti-reflux flutter valve. The tubing that goes to the hard plastic tube inside the bag where the reflux valve connects would stick together. User stated that the strap on top of the bag could cause distortion or become crimped sometimes. Patient had to twist the elastic strap around the top of the tubing to delay crimping and stated this portion of the bag did not stay flat and crimping interrupted the flap valve. Customer suggested extending tube with flare so that flutter valve could be inside and prevent crimping that stopped the valve from working. Inquirer discussed positioning in detail. Customer had tried positioning at the front on the shin, but the bag did not stay in place there and would need to be taped. Discussed valve design, it was literally, the clear rectangle portion coming off bag connector piece.